Event description:
During setup the system displayed an error code. The holster and remoted keypad were disconnected and the system rebooted but the problem persisted. All devices were disconnected and they replaced the footswitch with the keypad and the problem persisted again. The pt procedure was rescheduled. One device was returned for service and repair.